Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
On (B)(6) 2014, the medical examiner called and reported that the patient passed away on (B)(6) 2013. The patient's vns device was explanted on (B)(6) 2014 and was returned to the manufacturer. Per the physician, the patient was found in bed lying face down. The physician stated that the death could have been from a seizure or lack of medicine, but the autopsy did not provide any information, so the cause is unknown. The relationship of the death to vns was unknown. The vns device could be interrogated. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.

Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.